Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the insulin syringes ultra-fine needle there was damage to the syringe as it was taken out of the blister pack. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: damaged blister out of shelf pack in closed collective box..

Event description:
It was reported that before use of the insulin syringes ultra-fine needle there was damage to the syringe as it was taken out of the blister pack. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: damaged blister out of shelfpack in closed collective box.

Manufacturer narrative:
H.6. Investigation summary: customer returned a photo of a blister pack for a 1cc syringe. Customer states that the blister is damaged. The photo was examined and exhibited a damaged blister pack. A review of the device history record was completed for batch # 6144758 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19jul2019, holdrege received a complaint, via a picture of a damaged blister. Visual inspection of the picture shows an open shipping case with the shelf cartons still in it. On top of the shelf cartons is a torn and damaged blister with the cap end of the syringe sticking out slightly. The material number on the blister is 326709. The batch number on the shelf cartons is partially legible. It starts with 61447, with the last two digits not clear. Records were reviewed and there were two batch numbers of material 326709 that it could be: 6144752 or 6144753. These batches ran back to back on the same machine in september of 2016. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. During the time frame when these two batches were produced, there were no quality notifications or entries in the machine log book that pertained to this issue of a damaged blisterpack. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."